Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test alert functionality and patient's mother reported alerts were not functional. Dexcom technical support followed up with the patient's mother multiple times in order to collect additional information but were unable to reach her. Dexcom has issued an rga for patient to return the device to be investigated.